Event description:
It was reported that during the insertion of the pcb00v intraocular lens (iol), a tiny white substance ¿was put into the patient¿s eye with the iol.¿ a tiny white substance was removed by irrigation and aspiration(I/a) operation. Iol was implanted in the patient's eye. ¿no white tiny substance was provided.¿ physician requested investigation of the injector part of the pcb00v. No further information was provided.

Manufacturer narrative:
(B)(4). The manufacturing record review was performed. All process operations presented in the manufacturing record for the pcb00 lens were in compliance. All tests results showed a pass condition. No deviation or non-conformance report (ncr) related to the customer claim in the preloaded 1-piece iol was generated. A review of process manufacturing instructions in the change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method or specifications that could be related for this complaint type. The documents showed that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The preloaded delivery system (pcb00v) was returned to the manufacturer for evaluation. The return sample was visually inspected under a microscope and there were evidence of scarce amount of viscoelastic observed indicating that the unit was handled and prepared for surgical use. The plunger component was observed fully in advance position. There were no particles or debris identified in the return sample. There are no manufacturing issues and or indication of a product quality deficiency based on the analysis of the return. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: not applicable; iol remains implanted at the time of submitting the initial MDR. (B)(6). All pertinent information available to abbott medical optics has been submitted.